Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell into a pool for a brief moment while wearing the pump. Shortly thereafter, a malfunction alarm occurred. Customer's blood glucose was 368 mg/dl which was addressed with a manual injection of insulin. Customer reverted to manual injections for insulin therapy.